Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of IV line broke could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10800175 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that during use with bd alaris¿ pca kit asv microbore cv leakage occurred. The following information was provided by the initial reporter: it was reported by the customer that when the cna went into the patient room due to a patient call light on, she volted rn "need you in 24. IV line broke." Pca tubing came apart at the y site on the hydromorphone side. Lactated ringers had been flowing through the disconnected side onto the patient. Both fluids paused. Pca tubing changed and primed through the pump. Fluids and pca reconnected to patient". Verbatim: describe the event or problem: (B)(6) 2023 at 2014 when the cna went into the patient room due to a patient call light on, she volted rn "need you in 24. IV line broke." Pca tubing came apart at the y site on the hydromorphone side. Lactated ringers had been flowing through the disconnected side onto the patient. Both fluids paused. Pca tubing changed and primed through the pump. Fluids and pca reconnected to patient. Patient changed into clean gown and new linen. What was the original intended procedure? : pca-pain control . What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ;

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1944 was used based on age of patient. D.4. Medical device expiration date: unknown. E.4. The initial reporter also notified the FDA. Medwatch report # 2700040000-2023-8043. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris¿ pca kit asv microbore cv leakage occurred. The following information was provided by the initial reporter: it was reported by the customer that when the cna went into the patient room due to a patient call light on, she volted rn "need you in 24. IV line broke." Pca tubing came apart at the y site on the hydromorphone side. Lactated ringers had been flowing through the disconnected side onto the patient. Both fluids paused. Pca tubing changed and primed through the pump. Fluids and pca reconnected to patient". Verbatim: describe the event or problem: (B)(6) 2023 at 2014 when the cna went into the patient room due to a patient call light on, she volted rn "need you in 24. IV line broke." Pca tubing came apart at the y site on the hydromorphone side. Lactated ringers had been flowing through the disconnected side onto the patient. Both fluids paused. Pca tubing changed and primed through the pump. Fluids and pca reconnected to patient. Patient changed into clean gown and new linen. What was the original intended procedure? : pca-pain control. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).